Event description:
In 2001, the region raised a concern about adding temporary hold properties to donations through nbcs group operations. Nbcs allows users to apply a hold property to a donation record to stop distrbution of products from that donation until the reason for the hold can be resolved and the property removed. A donation record may have more than one temporary hold property applied, so the user must sequentially number each hold property. For example, if there are two different reasons to place a donation on hold, the user assigns the first hold property as mdh1 and the second as mdh2. In addition, the user must enter the reason for each individual hold property. Users can add hold properties to donation records through property management or group operation sessions. A temporary hold property may be applied to one record in a property management session and to multiple records in a group operation session. As each individual hold property is resolved, the user may remove it from a donor record independently of other holds on the same record. In property management, if a user tries to apply a hold property to a donation record that already has a hold property, the system will display a message indicating that a property already exists (e.g., mdh1). This prompts the user to assign a second hold property (e.g., mdh2) and enter the reason for the second hold. Unlike property management, the user is not automatically notified in a group operation session if a donation record already has a hold property (e.g., mdh1). If the user applies a second temporary hold property and reason to a donation record that already has a hold property, the reason for the second hold will not be documented in the system unless the user has associated it with a new property (e.g., mdh2). If the same property designation (e.g., mdh1) has been inadvertently applied by the user for both the first and second hold reasons and one of the holds is resolved, a user could remove the single hold property event even though the second hold reason may be unresolved. This situation could result in products being inappropriately made available for distribution. To prevent this from occurring, a user would have to know that a hold property already exists on a record during group operations to allow the user to apply a second property for a new hold reason. Regional procedures do not direct users to check for existing hold properties before applying properties through a group operation session. Research indicates that is the first report associated with this issue. In addition, because nbcs does not differentiate between properties added during property management and group operations, it would be impossible to identify during which session a user applied a property. Therefore, it is not feasible to determine if this situation has occurred previously within nbcs through the use of a software query. In nbcs, properties serve as indicators (i.e., provide information) about a blood component. Properties can indicate a problem with a blood component (e.g., a donor has a questionable history; medical approval is needed; or, unit is overweight) or can provide factual information regarding a blood component (e.g., autologous, or therapeutic). In addition, some properties are applied to specific components, while others are applied to all components made from a single donation. Besides properties, nbcs has other built in controls to prevent release of unsuitable blood components. Blood components producedt (1) from units with either viral marker positive test results or (2) from units collected from donors who are listed on the donor deferral register (ddr) would not be released in this situation. These controls are not impacted by the nbcs problem described in this MDR.